Manufacturer narrative:
12-feb-2026 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
\[Oral-b]" brush heads get loose from the toothbrush... Falls off \[device breakage]" case narrative: consumer stated via phone that the brush heads got loose from the toothbrush while brushing and fell off. No injury was reported. Follow-up 12-feb-2026: product investigation results: conclusion code: other - 'no manufacturing cause' and 'no design issue' identified based on investigation. Lot code added. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
\[Oral-b]" brush heads get loose from the toothbrush... Falls off \[device breakage]". Case narrative: consumer stated via phone that the brush heads got loose from the toothbrush while brushing and fell off. No injury was reported.